Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the universal surgical manipulator 2 (usm) became hyperextended and faulted with error 32097. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found intermittent error 32097 on usm 2. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode with error 1126 pointing to the rolling loop fiber. The unit was tested on a pftp where it failed the fiber test on the rolling loop. A gold rolling loop fiber was installed, and the unit passed the fiber test. Aba was performed to confirm the rolling loop fiber was the source of the error. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.